Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 623 mg/dl. Cause of the high bg was unknown. Customer addressed the high bg via a correction bolus. Recommendation was made to discuss diabetes management with a health care professional.